Manufacturer narrative:
Additional information: (concomitant medical products: needle, cannula, guidewire, sheath, introducer). Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, occlusion, and perforation. The patient reported becoming aware of perforation, filter tilt, and blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) approximately nine years and seven months post implant. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter implant was perforated diverticulitis with a history of chronic deep vein thrombosis (dvt) and pulmonary embolism. Co-morbidities included hypertension, diabetes mellitus, sleep apnea and morbid obesity. The filter was placed via the right femoral vein and deployed between the l2-l3 lumbar vertebrae. Prior to deployment a venogram was performed and showed the ivc to be patent with an approximate 30 mm diameter. A completion venogram demonstrated good position of the ivc filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt, clotting/occlusion and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter tilt, occlusion, and perforation. The following additional information was received per medical records: the indication for filter placement was perforated diverticulitis, chronic history of dvt and pe, hypertension, diabetes mellitus, sleep apnea and morbid obesity. The right groin was prepped, however, the femoral vein and artery were unable to be palpated due to patient's being morbidly obese. Using ultrasound guidance and a doppler, the femoral artery was identified and the femoral vein was identified and cannulated. A vena cavogram demonstrated the ivc was patent and the renal veins were found to be at t-12. The ivc filter was deployed between l2-l3 successfully and without complication. A vena cavogram completed demonstrated good position of the ivc filter, the procedure was concluded and the patient was transferred to room in good condition. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 9 years and 7 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt and blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety.